Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration. Customer will continue to use current pump.